Event description:
A 6f angioseal was being deployed by provider to close femoral artery on pt (patient). Upon insertion it was found that the footplate on the device did not deploy out of the angioseal sheath. Therefore, the entire device came out of the artery, leaving an open arteriotomy without access. Manual pressure was held followed by femstop application. Pt (patient) tolerated procedure and complication adequately.